Event description:
It was reported that the patient underwent a two-level tlif at l4/s1 four years ago using rhbmp-2/acs supplemented with posterior fixation instrumentation. Approximately four years and three months post-op, the patient underwent an exploration and decompression for recurrent foraminal stenosis of left l4-5 relating to "hypertrophic bony overgrowth," intraoperatively, the surgeon noted a large, dense bony band of tissue extended across the foramen from the pedicle of l4 to the pedicle of l5. This bony feature was markedly compressing the l4 nerve root, and was noted to be "extremely dense cortical bone." The patient's symptoms have reportedly resolved post-decompression.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.